Manufacturer narrative:
(B)(4). Results: endoleak.

Event description:
Additional information was received as follows: the stent grafts were not explanted as previously reported. The patient is being monitored. CT from eight years post implant showed the aneurysm was extending into the iliac arteries. Review of returned ctas eight years post-implant revealed that the bifurcate was positioned just below the renal arteries, with the ipsilateral limb in the right iliac. The contralateral limb is on the left and the contralateral extension has been placed into the left external iliac. The approximate proximal stent graft od is 25mm. The maximum aneurysm diameter is 5.7cm and both the left and right common iliac arteries measure approximately 2.5cm maximum diameter. The limbs are patent; no endoleak, stent fracture, or any other issues are seen. Cta's from 14 years post-implant show that the one of the bare springs (right/lateral) from the bifurcate has fractured. The approximate proximal stent graft od is 26mm, and the aortic diameter in this location measures 32mm. The bifurcate does not appear to have significantly migrated. The maximum aneurysm diameter is 6cm. There is a proximal type I endoleak. The CT only extended to the mid-length of the aneurysm; therefore the distal portion of the stent grafts could not be assessed. X-rays from three months later confirm that the left-lateral bare spring has fractured. The fracture is near the proximal apex adjacent to the crimp. The aortic body is relatively straight. The ipsilateral limb is acutely angulated laterally just below the flow divider. It is possible that the bare spring has slightly pulled away from the proximal portion of the stent graft, but this could not be confirmed from the films. Cta's at the same time as the x-rays show a proximal type I endoleak, as well as a likely distal type I endoleak from the right/ipsilateral limb. The maximum aneurysm diameter is 6cm. Both the left and right iliac arteries are aneurysmal, measuring approximately 2.5cm diameter. The cause of the single bare spring fracture could not be determined from these images. The observed proximal type I and distal type I endoleak is uncertain, but may be due to disease progression (vessel dilatation).

Manufacturer narrative:
Method: film. Results, conclusion: disease progression; vessel dilatation.

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient had follow-up eight years post implant and the stent graft appeared fine. Additional patient follow-up was done in the last 3 months (exact date is unknown) and the CT showed that two of the bare springs have come apart from the fabric. The graft has stayed in situ and there is no apparent endoleak. The decision was made to get another CT scan for evaluation. The decision was later made to explant the stent grafts. No additional clinical sequelae were reported and the patient is recovering.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent fracture, removal of implant). Conclusion: inherent risk of procedure (stent fracture, removal of implant). (B)(4).